Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient was experiencing undesired sensation in the upper cervical region. It was also noted that the patient had to charge the ipg frequently. The patient underwent an ipg replacement procedure. The explanted ipg was not returned per hospital policy.